Event description:
Caller alleged discrepant low inratio inr result in comparison to the physician's alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.9, poc inr: 5.4. Therapeutic range: 2.5 - 3.5. The time between testing was approximately two (2) hours. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.